Event description:
It was reported that the right atrial (ra) lead was implanted but no threshold was obtainable at implant due to atrial flutter. Patient had cardioversion and afterwards impedance measured high. It was felt by the physician that this was implant damage, after a loose connection was ruled out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.